Manufacturer narrative:
Concomitant medical product: product ID: addrl1 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient family member that the patient is deceased. It was noted that the patient had massive heart attack and is alleging implantable pulse generator (ipg) system contributed to patient death.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.